Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 223-224 mg/dl. Reportedly, during troubleshooting, issue was resolved and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.